Manufacturer narrative:
The customer resolved the issue prior to the beckman field service engineer (fse) arriving to the customer site. The customer resolved the leak by tightening a loose fitting/connector on the mc (module chemistry) sample probe tubing, no further leaks were observed. The fse evaluated the instrument, confirmed evidence of leaking from the mc sample probe, and verified the customer resolved the issue when arriving onsite. (B)(4).

Event description:
The customer initially reported a contained leak from the cap piercer on top of sample tubes on their unicel dxc 880i synchron access clinical system. The customer later determined the source of the leak was from a loose fitting on the mc (module chemistry) sample probe tubing assembly which was verified by the fse (field service engineer) during the service visit. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.